Event description:
Hospital advised that the pump was set up to infuse a solution of d5w solution mixed with dopamine. The rate was set at 10 ml/hr and the volume to be infused at 250. Each time the nurse started the infusion the pump went into hold mode and stopped infusing. The hospital alleged that the pump did not alarm. The nurse made several attempts to start the infusion and increased the rate several times prior to removing the pump from the pt. There was no pt consequence.